Event description:
The hcp reported that, in 2004, they were unable to aspirate out of the cap. The pt symptoms at the time were unk. The catheter was determined to be occluded, was explanted and replaced. A follow up report will be sent when additional info is received.